Event description:
The facility rep reported a pump observed that fails to alarm when the pt-controlled analgesia is pushed for a dose. This event occurred at an unk time. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
Device was recieved 03/28/08, and is being evaluated. A follow-up medwatch report will be submitted, when the evaluation has been completed.